Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. Imaging revealed no physical anomalies. The lead was capped (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.